Event description:
Additional information was received from a patient (pt). It was reported that they met with a manufacturer representative (rep) and found that 2 leads weren't hitting right so they did reprogramming. The patient says they are still seeing the settings not available screen on group a. Rep had told them if this happens to move to group b, but pt says they want all the groups to work. Re-sent email to reps asking them to call the pt back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was starting about a week ago the patient's therapy was acting up. When the patient tried to adjust their stimulation, they got settings not available cannot provide your desired intensity settings. Pt called their rep who had them go from group a to b and c but that did not resolve the issue. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that their lower back was killing them and their waistline was hurting so bad. Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they're unable to increase intensity on their therapy about a week ago. Patient reached out the same week to their mdt rep and their rep advised them to switch to different groups. Patient mentioned they can switch groups but they're seeing "settings not available-cannot provide your desired intensity settings". Patient was also advised to get an appointment with hcp but was told at the clinic that patient needs reprogramming. Patient added their back has been hurting since last week and not being able to increase intensity keeps messing with their back. Patient tried to contact the mdt rep again but had not responded yet. Agent sent email to mdt rep for visibility. Rep responded and noted they talked to the patient and would get them taken care of. Rep reported that the cause was that patient was using electrodes that were over 40,000. Impedance check showed electrode 2 is >40,000, electrode 3 is >40,000, electrode 11 is 23,040. Rep was able to reprogram him using the electrodes around the bad electrodes. Patient left happy. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient (pt) who reported they are still getting settings not available and for the last month group b was working but a was not. A was at 0.3 and when increasing intensity they got settings not available. Pt noted they had a group c as well that went out but, now it was back up and working. Pts back was killing them with extra pain to their leg for it had them crying in the morning. Patient was redirected to healthcare provider (hcp).